Event description:
The coblater hand piece did not suction correctly (very weak) even when we changed the suction. The staff knew they were not working well. We changed the coblaters and everything worked fine.